Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. Antibiotics were administered for a month and the progress was monitored, but the device became exposed, so the system was removed. There were no additional adverse patient effects reported. The s-ICD was explanted.